Event description:
Customer passed out from low blood glucose. Their cousin tested pt with the freestyle meter receiving a reading of 100mg/dl. Pt was taken to the emergency room where their blood glucose reading was taken as 32mg/dl with an unknown meter. The customer was treated with an IV.